Event description:
Complaint alleges: it was reported that the catheter broke at the funnel when tested. No pt injury reported.

Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.